Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient was admitted to the hospital for generator change out. It was also noted that the battery longevity estimate was at one and a half years three months prior to this device check. This patient was dependent on pacing. Technical services recommended immediate device replacement. It was noted that this device has been changed out for a non-boston scientific product. No additional adverse patient effects were reported.